Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a missing magnet from the latch insep. A field service engineer resolved the issue by replacing the insep, and reseated all the connections at the back of the drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to release during a procedure. Additionally, it was reported that the user was able to retrieve the needed medication from the medstation nearby and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.